Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 06-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. On (B)(6) 2010, a hysterosalpingogram (hsg test) performed to confirm proper placement of the device. After the essure implant, plaintiff suffered from heavy menstrual bleeding, cramping and pelvic pain. After suffering from continued pelvic pain as a result of essure, she required an explant to be performed by way of a hysterectomy and bilateral salpingectomy on (B)(6) 2014. She was unable to work and suffered lost wages as a result of the essure procedure and subsequent complications. Quality-safety evaluation of ptc received on 26-apr-2016:ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain/ cramping. She was submitted to a hysterectomy and bilateral salpingectomy (approximately 3.5 years after essure placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. The event heavy menstrual bleeding was also reported (considered related due to its nature).this case was regarded as incident, since device removal was required. Based on available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/continued pelvic pain/cramping/pain/pelvic area pain"), device dislocation ("migration of essure device location of device cystic nodule in uterus"), uterine perforation ("perforation (uterus)"), bladder injury ("nicked bladder"), abdominal pain lower ("lower right quadrant abdominal pain (severe)"), menorrhagia ("heavy menstrual bleeding/menorrhagia abnormal bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 753847) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy (three live births on (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), caesarean section (on (B)(6) 2006, (B)(6) 2008 and (B)(6) 2010.) In 2006, cervical disc herniation in 2009, orthostatic hypotension in 2001, cholecystectomy (2005) in 2004, thyroidectomy in 2003, headache, depression, fetal bradycardia, parity (two), hypokalemia, hemithyroidectomy in 2000, herpes simplex in 1997, squamous cell breast carcinoma (also on 2007), lipoma in 1996, hemithyroidectomy in 2003, cholecystectomy in 2004, vagina biopsy (revealed cin-1.she has recently had an ascus pap smear with negative for high-risk hp but subsequent pap smear in the last 3 months was read as within normal limits.) In 2009 and thyroidectomy in 2004. *patient had treatment taken by hydrothermal ablation on (B)(6) 2011 patient with seizures, normal MRI of the brain, normal ECG. Patient complaining of right abdominal pain, seen at ed last night. CT last night showed ovarian cyst. Has had previous ablation. Date/time illness started: approximately (B)(6) 2013. Patient take alcohol intake average use 1 drink per week. Concurrent conditions included nausea, syncope, dehydration, dizziness, fainting, nervousness, pain in upper extremities (hands and legs.), low blood pressure, itching, rash, acne (the acne is located face.the acne is characterized by swollen, red, blackheads, whiteheads scarring.) Since (B)(6) 2011, post inflammatory hyperpigmentation, back pain, sciatica (history of sciatica for over 1 year.) And night sweats. Concomitant products included carbamazepine for seizures as well as desvenlafaxine succinate (pristiq), fludrocortisone acetate (florinef) since 2001, ibuprofen and lidocaine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2014, 3 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), bladder injury (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with fluoxetine, methylergometrine maleate (methergine), tranexamic acid (lysteda), povidone-iodine (betadine), anaesthetics (anesthesia), bupivacaine (marcaine), surgery (salpingectom bilateral removal of fallopian tubes/cystoscopy and cystectomy repair.), surgery (total laparoscopic hysterectomy), surgery (total laparoscopic hysterectomy bilateral salpingectomy), surgery (hydrothermal ablation in (B)(6) 2014) and surgery (hydrothermal ablationin (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, nausea and dyspareunia had resolved and the device dislocation, uterine perforation, bladder injury, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, bladder injury, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure was done without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48 kg/sqm. (B)(6) 2010 hysterosalpingogram (hsg test) performed to confirm proper placement of the device. On (B)(6) 2005 to (B)(6) 2006, (B)(6) 2006 to (B)(6) 2008 and (B)(6) 2008 to (B)(6) 2009 patient had used oral contraceptives for birth control. On (B)(6) 2010 to (B)(6) 2010 patient had used loestrin for birth control. Patie had past social history :unknown if ever smoked alcohol use: drinks occasionally on (B)(6) 2014, patient had preformed ultrasound reveals collection at upper endometrial canal & surfaces otherwise apposed to each other and the uterine cavity was sounded at 6 cm. The endometrial cavity was curetted for tissue sampling. On (B)(6) 2010,patient had performed hysterosalpingogram test result was: initial scout radiograph demonstrates 2linear metallic densities in the pelvis representing the essure sterilization coils. Injection of water soluble contrast media into the uterine cavity shows the uterus to be normal in size and morphology. Neither fallopian tube is visualized on the study. These findings are consistent with a successful essure procedure.summary: bilateral fallopian tube occlusion. On (B)(6) 2011,patient had performed CT abdomen and pelvis with contrast test result was : moderate volume of fluid surrounding the uterus concerning for possible uterine perforation following an endometrial ablation procedure. Gas and fluid are seen within the endometrial canal. There is no evidence of pneumoperitoneum to suggest bowel perforation. Continued follow up is recommended. Indeterminate enhancing hepatic lesions possibly cavernous hemangiomas. Consider ultrasound for further evaluation. On (B)(6) 2013,patient had performed pelvic ultrasound test result was : moderate amount of complex fluid within theendometrial canal of uncertain etiology. Further evaluation suggested. On (B)(6) 2013,patient had performed pregnancy, urine test result was negative. On (B)(6) 2013,patient had performed gynecological ultrasound report result was : normal size uterus with small myoma andintracavitary fluid collection as above. Mildly enlarged right ovary with predominantlysimple cyst of probable physiologic origin. Normal appearing left ovary. On (B)(6) 2014,patient had surgical pathology report : the attached left fallopian tube with a fimbriated end measures 9 x 1 x 0.5 cm. Cut section shows a pinpoint, stellate lumen with a tiny metal wire grossly identified. The detached fallopian tube with a fimbriated end measures 5 x 1 x 0.5 cm. Cut sections shows a pinpoint stellate lumen. On (B)(6) 2014,patient had performed cystogram result was : sequela of cystectomy repair without renographic evidence of leak. On (B)(6) 2015,patient had performed cervical spine MRI without and with intravenous result was : degenerative disc disease of the cervical spine as described above with central canal andneuroforaminal stenosis, not changed from the prior examination. On (B)(6) 2015,patient had performed computed tomography or the abdomen and pelvis with contrast result was: 1. Acute appendicitis with surrounding free intraperitoneal fluid. Although there is no definite evidence of perforation, the extent of surrounding fluid raises concern for perforation. Corpus latium cyst in the right ovary. Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet documents received, new reporter, patient demographic information, lab data, relevant history, product indication update, lot number added, new events migration of essure device location of device: cystic nodule in uterus, nausea, nicked bladder, dyspareunia painful sexual intercourse, perforation uterus, dysmenorrhea cramping, lower right quadrant abdominal pain severe were added.the events menorrhagia abnormal bleeding, pain, pelvic area pain clubbed with pervious event.lab data, relevant history. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/continued pelvic pain/cramping/pain/pelvic area pain"), device dislocation ("migration of essure device location of device cystic nodule in uterus"), uterine perforation ("perforation (uterus)"), bladder injury ("nicked bladder"), abdominal pain lower ("lower right quadrant abdominal pain (severe)"), menorrhagia ("heavy menstrual bleeding/menorrhagia abnormal bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 35-year-old female patient who had essure (batch no. 753847) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy (three live births on 08nov2006, 04dec2008, 16jul2010.), caesarean section (on dec2006, dec2008 and jul2010.) In 2006, cervical disc herniation in 2009, orthostatic hypotension in 2001, cholecystectomy (2005) in 2004, thyroidectomy in 2003, headache, depression, fetal bradycardia, parity (two), hypokalemia, hemithyroidectomy in 2000, herpes simplex in 1997, squamous cell breast carcinoma (also on 2007), lipoma in 1996, hemithyroidectomy in 2003, cholecystectomy in 2004, vagina biopsy (revealed cin-1.she has recently had an ascus pap smear with negative for high-risk hp but subsequent pap smear in the last 3 months was read as within normal limits.) In 2009 and thyroidectomy in 2004. *patient had treatment taken by hydrothermal ablation on 14jul2011 patient with seizures, normal MRI of the brain, normal ECG. Patient complaining of right abdominal pain, seen at ed last night. CT last night showed ovarian cyst. Has had previous ablation. Date/time illness started: approximately 12dec2013. Patient take alcohol intake average use 1 drink per week. Concurrent conditions included nausea, syncope, dehydration, dizziness, fainting, nervousness, pain in upper extremities (hands and legs.), low blood pressure, itching, rash, acne (the acne is located face.the acne is characterized by swollen, red, blackheads, whiteheads scarring.) Since 31-aug-2011, post inflammatory hyperpigmentation, back pain, sciatica (history of sciatica for over 1 year.) And night sweats. Concomitant products included carbamazepine for seizures as well as desvenlafaxine succinate (pristiq), fludrocortisone acetate (florinef) since 2001, ibuprofen and lidocaine. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In january 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder injury (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with fluoxetine, methylergometrine maleate (methergine), tranexamic acid (lysteda), povidone-iodine (betadine), anaesthetics (anesthesia), bupivacaine (marcaine), surgery (repaired nicked bladder during hysterectomy), surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (hydrothermal ablationin jan 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, nausea and dyspareunia had resolved and the device dislocation, uterine perforation, bladder injury, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, bladder injury, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure was done without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48 kg/sqm. December 8, 2010 hysterosalpingogram (hsg test) performed to confirm proper placement of the device. On sep2005 to feb2006, nov2006 to mar2008 and dec2008 to oct2009 patient had used oral contraceptives for birth control. On jul2010 to dec2010 patient had used loestrin for birth control. Patie had past social history :unknown if ever smoked alcohol use: drinks occasionally on (B)(6) 2014, patient had preformed ultrasound reveals collection at upper endometrial canal & surfaces otherwise apposed to each other and the uterine cavity was sounded at 6 cm. The endometrial cavity was curetted for tissue sampling. On (B)(6) 2010, patient had performed hysterosalpingogram test result was: initial scout radiograph demonstrates 2linear metallic densities in the pelvis representing the essure sterilization coils. Injection of water soluble contrast media into the uterine cavity shows the uterus to be normal in size and morphology. Neither fallopian tube is visualized on the study. These findings are consistent with a successful essure procedure.summary: bilateral fallopian tube occlusion. On (B)(6) 2011, patient had performed CT abdomen and pelvis with contrast test result was : moderate volume of fluid surrounding the uterus concerning for possible uterine perforation following an endometrial ablation procedure. Gas and fluid are seen within the endometrial canal. There is no evidence of pneumoperitoneum to suggest bowel perforation. Continued follow up is recommended. 2. Indeterminate enhancing hepatic lesions possibly cavernous hemangiomas. Consider ultrasound for further evaluation. On (B)(6) 2013, patient had performed pelvic ultrasound test result was : moderate amount of complex fluid within theendometrial canal of uncertain etiology. Further evaluation suggested. On (B)(6) 2013, patient had performed pregnancy, urine test result was negative. On (B)(6) 2013, patient had performed gynecological ultrasound report result was : 1-normal size uterus with small myoma andintracavitary fluid collection as above 2-mildly enlarged right ovary with predominantlysimple cyst of probable physiologic origin 3-normal appearing left ovary. On 3 (B)(6) 2014, patient had surgical pathology report : the attached left fallopian tube with a fimbriated end measures 9 x 1 x 0.5 cm. Cut section shows a pinpoint, stellate lumen with a tiny metal wire grossly identified. The detached fallopian tube with a fimbriated end measures 5 x 1 x 0.5 cm. Cut sections shows a pinpoint stellate lumen. On (B)(6) 2014, patient had performed cystogram result was : sequela of cystectomy repair without renographic evidence of leak. On (B)(6) 2015 , patient had performed cervical spine MRI without and with intravenous result was : degenerative disc disease of the cervical spine as described above with central canal andneuroforaminal stenosis, not changed from the prior examination. On (B)(6) 2015, patient had performed computed tomography or the abdomen and pelvis with contrast result was: 1. Acute appendicitis with surrounding free intraperitoneal fluid. Although there is no definite evidence of perforation, the extent of surrounding fluid raises concern for perforation. 2. Corpus latium cyst in the right ovary. Most recent follow-up information incorporated above includes: on 4-may-2018: pfs information received. Plaintiff's date of birth was updated. It was confirmed that plaintiff underwent to a total hysterectomy with laparoscopic bilateral salpingectomy. She also underwent to repaired nicked bladder during hysterectomy on 21-02-2014. Perforation (uterus) was diagnosis in jan-2014 and was treated with hysterectomy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.